Manufacturer narrative:
H10. Updated/additional information ¿ d1. D4. D5. G1. G2. G4. H6. The most likely cause for the revision reported due to prosthesis wear is a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this cannot be not confirmed with the information provided; devices were not returned. There is no other information available. These devices are used for treatment not diagnosis.

Manufacturer narrative:
Correction: h6 clinical code changed from pain to insufficient information.

Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation, a patient had initial right hip replacement on (B)(6)2010. They underwent subsequent revision surgery on (B)(6)2021, approximately 11 years 9 months post primary procedure. The patient claims to suffer from the following complications, injuries and/ or indications, some or all of which made revision surgery medical necessary: pain, discomfort, difficulty walking and elevated cobalt and chromium blood levels. The patient further claims to have suffered, and may continue to suffer, severe and permanent personal injuries, including polyethylene wear and device failure, migration of the cup and polyethylene within the pelvis, pelvic dissociation secondary to extensive metalosis/osteolysis, painful hip revision surgery to remove or revise the device, continued rehabilitation, medical care and possible additional surgeries. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.